Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407652, lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient experienced an apparent vt (ventricular tachycardia) episode. The device accurately detected the arrhythmia and delivered high voltage output, however four shocks were needed because the first three shocks had low shock impedances and low delivered output energy. The fourth shock was at full programmed energy and the patient was rescued. A possible short with the competitor high voltage lead was noted. When the physician opened the pocket, the high voltage pin pulled out of the header without the use of a wrench. The physician noted an insulation break near the lead pin. The device was programmed off and about one month later the device (and competitor lead) was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.